Manufacturer narrative:
Concomitant medical products: product ID: e volutpro-29-us, serial/lot #: (B)(4), ubd: 11-jun-2021, UDI#: (B)(4). Product analysis: the valve and delivery catheter system (dcs) were discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during valve deployment at 80% deployed, the valve dislodged into the ascending aorta. The valve was recaptured and implanted again while pacing faster. The valve was fully deployed and a post implant echocardiogram revealed trace paravalvular leak (pvl). Approximately 20 minutes post valve implant, the patient developed chest pain and a cardiac catheterization was performed which revealed a dissection in the ascending aorta. Per the physician, the cause of the dissection was believed to be a result of the dislodged valve. The patient was placed on bypass. An open heart procedure was performed, the valve was removed, the dissection was removed and the root was replaced. A surgical aortic valve was implanted successfully. No additional adverse patient effects were reported.